Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during an open l2 to ilium case, there was an alleged inaccuracy of 4mm medial, after checking known anatomical landmark. A spine clamp was on l2 and the manufacturer representative observed the surgeon not exercising caution with the reference frame. The representative alerted the surgeon and suggested checking known landmarks. When this was done, the inaccuracy was seen and navigation was aborted because the surgeon did not want to re-spin. It is likely that the inaccuracy was caused by the reference frame being moved during the procedure. There was no impact on patient outcome and the procedure was delayed by less than an hour.

Event description:
The procedure was completed without navigation. It was noted the frame had probably moved after the spin.  Surgeon will take greater care ensuring not to hit the reference frame in future surgery.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.